Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty deflating the balloon. The lesion being treated was 80% stenotic in the proximal left anterior descending artery (lad). The physician successfully deployed a taxus express2 8.8% 3.5 x 28 mm drug eluting stent. Upon withdrawal the delivery balloon would not deflate fully. The physician then decided to deep seat the guide catheter to successfully remove the balloon intact. It is noted that the balloon was inflated for over 1 minute and the pt experienced angina and arrhythmias during balloon removal. Pt status is reported as "good/satisfactory".